Event description:
It was reported that the guardians noticed a drop down of the child's auditory performance one month ago. Problems of outer devices have been excluded and history of head trauma has been denied by the guardians. Testing carried out on (b)(6, 2010 shows all channels with status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.